Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified chemotherapeutic agent. After an unspecified length of time in use, the pt noted leakage from the upper clave y-site. The solution that leaked was cleaned up according to the user facility's protocol. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay in therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.